Event description:
It has been reported that a vessel loop was used to tag the iliac artery during kidney surgery. The physician attempted to tag iliac artery with the loop. When repositioning the loop, after it was positioned on the artery, the loop broke. There was no patient injury as a result of this break, however, the physician felt that if the loop broke after the artery had been cut, there could have been a major bleeding problem.